Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: gave e2 error. Could not complete case. Changed to second anspach. Same error. Instructed my mako clinical support to report and return. Case type: pka. Surgical delay:16-30 minutes. Product evaluation and results: visual inspection: scratches on the outer housing are typical with use of the end effector used with the anspach motor. Dimensional inspection: not performed as the anspach hd long attachment is an OEM product. Material analysis: not performed as the anspach hd long attachment is an OEM product. Functional inspection: the long guard was able to be connected to an anspach emax 2 plus motor. Insertion of the burr encountered mechanical interference, which may have resulted in an e2 error display. Product history review: device history records was not performed as the device is an OEM product. Complaint history review: a review of complaints in trackwise related to p/n long-hd, s/n (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the long guard was able to be connected to an anspach emax 2 plus motor. Insertion of the burr encountered mechanical interference, which may have resulted in an e2 error display. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Gave e2 error. Could not complete case. Changed to second anspach. Same error. Instructed my mako clinical support to report and return. Case type: pka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Gave e2 error. Could not complete case. Changed to second anspach. Same error. Instructed my mako clinical support to report and return. Case type: pka. Surgical delay: 16-30 minutes.